Event description:
A malfunction alarm with code malf 12 was reported, and it was resettable. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and no recurring malfunction was reported after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.